Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she has experienced blurry vision at times, mainly in her left eye. The consumer reported she has been using eye drops since her doctor told her she had dry eyes. The consumer did not provide the name of the eye drops. She requested that her doctor not be contacted until her next visit with him this month. There are two medical device reports associated with this report. This report is for the right eye.